Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned neurovascular treatment, and it was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not make x-rays. Review of the system log file showed that malfunctioning frontal ip-pc. As a part of troubleshooting action fse found the issue with ippc and the image disk. Fse replaced the ip-pc and loaded the software the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not making x-rays. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that x-ray was not possible. Troubleshooting actions showed a problem with the ippc and the image disk. The fse replaced the ippc and returned the system to use in good working order.